Event description:
The facility reported an infusion pump that free flowed during patient infusion. Reportedly diprovan IV drip was started in the cath lab at 5 cc/hr. Baxter IV pump "free flowed" and infused the 100cc of diprovan in the bag over approximately 35 minutes. No injury to the pt. No need for treatment. Diprovan stopped at this time. Cath lab rn and ICU rn removed pump from pt care.

Manufacturer narrative:
The pump is in the process of being evaluated. Cath lab rn, ICU rn, biomeds at hosp ran 5 cc/hr of saline test and confirmed faulty "free flow." Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated.